Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.1 cm in diameter aneurysm was reported with an infra-renal angle of 10 degrees. A 3.2 cm maximum diameter aneurysm was also reported in the iliac artery. Proximal aorta was 22-23 mm in diameter and 10 mm in length. Distal aorta was 22 mm in diameter. Right iliac artery was 9 mm in diameter and the left iliac artery was 10 mm in diameter. The right and left femoral arteries were 9 and 7 mm in diameter, respectively. There was no presence of circumferential thrombus or calcification. It was reported that during the procedure, a dissection in the right iliac artery was discovered. The physician commented that the dissection occurred during guide wire introduction, therefore was not related to the device. The dissection was resolved by catheterizing the iliac artery via contralateral access (cross-over). This event was found to be related to the study procedure but not the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection); related to another drug/device (guidewire). Evaluation, conclusion: another device caused failure (guidewire).